Event description:
The lay reporter contacted animas alleging that the arrows are depressed in and requires multiple presses from the device to work. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned with the following findings: product analysis noted that all keypad buttons are responding intermittently. Product analysis removed the keypad and found adhesive under the contacts.